Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: may 9, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the evaluation has shown that the pin that holds the soft lock level in position is missing. Therefore, the lever is not in the correct position causing the mechanism to be loose. The complaint is confirmed; however, there is nothing broken on this device as initially mentioned. Rather, the pin just fell out. The missing pin was not sent back for evaluation. The manufacturing documents were reviewed and no complaint related issues were found. This lot of (B)(4) pieces was manufactured in may, 2007 according to the specifications. The visual inspection has shown that the device is in an often used condition with the tips at the forefront and the soft lock mechanism with visible wear marks. The used condition and the age of the device speak against a manufacturing related issue. However, without the missing pin, the cause of this occurrence cannot be defined. It is likely that numerous high temperature cycles during reprocessing, in combination with intense use, led to a loosening of the pin. No product related issues could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complained condition was discovered missing on (B)(6) 2016; it is unknown when the complained condition actually occurred. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016 while getting the reduction forceps ready for cleansing for a surgery the next day it was noted the screw of the ratchet was missing and the ratchet was loose. The screw was nowhere in the case; it is unknown where the screw is. This is a loaner device and it is believed the screw was missing from before the facility received it. There was no patient involvement. This is report 1 of 1 for com-(B)(4).